Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated in (B)(4) laboratory. Visual inspections revealed that the electrode is in good condition, activation signs could not be found in the tip, the shaft do not show structural anomalies. The electrode will be sent for electrical test and further investigation to the supplier. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The device was evaluated. The visual inspection of the device was performed, as a result; the device was not returned in the original packaging, the active tip show no clear evidence of activation. The side of the return cap is blackened, which could be caused by activation/fire-up taking place on the cap. Saline residues visible in the suction tube. The electrical and the functional tests were successfully passed. The customer's device was manufactured in august 2022. A DHR review has been performed for the complaint device lot number u2207070; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no correction or containment action has been implemented. Testing at (B)(4) shows the returned device successfully passed electrical testing & functional testing without issue and there is no evidence of any manufacturing defect found with the complaint device. The active tip shows no clear signs of use and the blackening on the side of the return cap indicates reverse firing where the device has been activated via the return cap rather than active tip and can attributed to user error during the procedure (using the electrode the wrong way round). Due to the report of a serious injury caused to the patient a CAPA request has been initiated to investigate this event further to confirm root cause and to also to perform a risk assessment. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo it could be observed the device tip appear to be damaged, also, black marks could be noticed in the photo. A manufacturing record evaluation was performed for the finished device lot number: u2207070, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by sales rep that during a shoulder scope procedure on (B)(6) 2023 , a vapr tripolar90 suction electrode device was used. According to the report, when the doctor inserted the wand through a 6.5 cannula then hit the ablation pedal, a large spark blew out the side near the dome of the wand that caused damage to the humeral head. It was further reported that the wand was extracted and an incident report was filed due to the damage to the humeral head. Another like device was used to complete the procedure with a delay of 20 minutes. The status of the patient was unknown. No additional information was provided.